Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier com express board was replaced to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported the alarms speakers were not detected preventing audible alarms. There is no report of patient involvement.